Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that a cardiosave intra-aortic balloon pump (iabp) had failed pim test. No patient was involved.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 corrected fields: d10, e1 (initial reporter name, email , event site telephone), e4, g2. The fse evaluated the unit and replace (0997-00-1178) pneumatic module and ran test. All functional and safety test performed.